Manufacturer narrative:
Original FDA report filed on 19-apr-2024. Medwatch report number is mw5154160. Medwatch confidential informant e1. Address information was not provided, therefore, xx was used as a place holder. State nj chosen as it is the headquarters as the state is a required field. Investigation: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3276444. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc. The following information was provided by the initial reporter: prior to the rn starting an IV on this patient, she inspected the catheter and saw small plastic particles on the catheter. Therefore, she did not use it.